Event description:
It was reported that the pump battery could not be charged which resulted in the pump shutting down. There was no adverse impact to the customer's blood glucose level. Various troubleshooting steps, including using different wall outlets, adapters, and charging cables, failed to resolve the issue, and it was determined that the pump was out of warranty. The customer reverted to an alternate method of insulin therapy.